Event description:
Consumer states that they were using the lift on a shaggy carpet and it was very hard to do, so they put in a tile floor and the wheels on the lift move all over the place when they are moving the lift.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.